Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the alarm was going off on (B)(6) 2015 because that was her alarm date. The patient was due for a refill, but the healthcare professional (hcp) was out of town, so they had to do a refill on (B)(6) 2015. At the pump refilled on (B)(6) 2016, the hcp had trouble finding the port in the office, so he does the refill at a surgery center. The patient came out of recovery and was getting ready to leave and they had to put the patient on a ventilator. A change in therapy effect was reported. On (B)(6) 2015, the patient was in the hospital. The patient inquired if there was something wrong with the pump. The hcp did a pump-o-gram in september and it was fine. The consumer reported that this also happened before in (B)(6) 2015; refer to MFR. Report number 3004209178-2015-10480. The patient noted, last time someone came and turned the pump down or off. No interventions were reported in regard to the (B)(6) 2015 refill. The troubleshooting, specific symptoms, cause, and outcome of the event were not available. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.